Event description:
Reporter stated that she got an error message on the aviva meter and while waiting for it to turn off, she passed out or blacked out. Reporter stated that her family called the paramedics who obtained a 20 mg/dl result on their system ant treated her with glucagon before taking her to the hospital. Reporter stated that she was given orange juice at the hospital. Reporter also stated that she does not remember if she took her insulin shot after eating and she may have taken it twice that day. No other actions were reported taken or treatment received. A request was made for the return of the affected product.